Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, the insulation was found damaged approx. 12 cm distal to the is-1 connector pin. It is reasonable to assume, that this damage resulted from medical devices applied during the explantation procedure. In summary, the lead presented a damaged insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lead had high thresholds. There were no adverse patient events reported. Should additional information be received, this file will be updated.